Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with two proglide devices were achieved in the right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. The sheath was upsized to 18fr and the tavi procedure was completed. Reportedly, following the tavi procedure the sutures of both proglide devices were advanced; however, hemostasis was not achieved. A third proglide device was placed, but could not be removed from the patient's anatomy. A cut-down procedure was completed to remove the proglide device and suture the vessel closed. When the third proglide device was removed, it appeared to have separated where the silver and black parts come together, but remained attached. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The difficulty removing the device and guide break were not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.